Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report # 1627487-2017-06331, it was reported that due to ineffective stimulation the physician decided to explant the scs ipg and leads and replace with new leads. During the explant procedure on (B)(6) 2017, physician had difficulty with the procedure and was therefore abandoned. No new devices have been re-implanted and there is no plan to implant a new scs ipg system.

Manufacturer narrative:
Corrected data: the initial event description for device one was incorrect.

Event description:
Device 1 of 2, reference MFR. Report # 1627487-2017-06331. It was reported the patient experienced ineffective stimulation. The patient underwent surgical intervention wherein the scs system was explanted.